Manufacturer narrative:
The insulin pump had no button response due to flattened button dome switch on the up and down arrow buttons. The no delivery, failed self-test error and battery out limit alarms could not be tested due to no button response. It could not be verified if the insulin pump communicated properly with the meter and life scan due to the keypad anomaly. No blank display or buzzing noise noted during testing. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was making a buzzing sound and then it would alarm no delivery. She changed the battery and it went back to no delivery, she changed the battery again and the display was blank. She stated she pressed the buttons and the display returned. Blood glucose value was 115 mg/dl. The customer stated that the no delivery alarm was resolved by a complete set change. She stated that the battery cap was not damaged or corroded. The customer also reported receiving failed self-test alarms. She called back on (B)(6) 2013 and complained about the meter not communicating with the insulin pump. Blood glucose value was 162 mg/dl. She also reported receiving a battery out limit alarm. Blood glucose at the time of the alarm was 115 mg/dl. She confirmed that the batteries were out of the device for longer than allowed. The insulin pump was replaced and returned for analysis.